Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen and had an asset pc for parkinson¿s about a year ago. They had right tremors come back, which control was with them. Battery: 2.96v entry status ch 1 1-2-3+ 4.5 60 180 ch 2 10- 2.0 60 180 + therapy impedance l high r 1144 ohm 1.8 ma electrode impedance: ch1: cp 3 is high, cp 2 and 0 are good. Cp 1 raised: 33,7k it was also noted that the patient had an oor earlier. There were no falls, no trauma, and no reason for the abnormal impedances. In february the rep had the next measurement: l 1540 ohm 3.0 ma r 1177 ohm 1.7 ma dbs now set to: ch 1 1-2- 2.6 60 180 + ch 2 10- 2.0 60 180 + they are at ch1 so now cp3 was avoided, at departure now a good tremor reduction but further increasing gives side effects. Cp = contact point. Looks like the impedance has become very high without any apparent reason. Additional information was received from the manufacturer¿s representative: it was reported that 1 contact was ¿high¿ and the other wise 33.7k ohms. To resolve the issue, they moved the therapy impedances to a contact with normal impedances. The high impedances weren't resolved, but the patient was getting therapy.